Manufacturer narrative:
The pod was received with the cannula deployed. Reservoir cap and the needle mechanism components were observed to be damaged. No exterior damage was observed on the device. It could not be determined when this internal damage had occurred. No assessments on internal components could be made. The actual cause of the reported event of cannula unsure properly inserted could not be determined. The pod download data revealed an 0x6a (106) hazard alarm generated, indicating occlusion during runtime (threshold exceeded, not at end of bolus). Even though no issues were observed in the drive mechanism, the actual root cause of the hazard alarm generation could not be determined.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 276 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels, patient was unsure if the cannula was properly seated in the infusion site (abdomen). As treatment for hyperglycemia, pod was changed to a new one and a bolus (6.5u) was delivered.